Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50 . Serial: (B)(6) . Batch: 7205227.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a trial procedure wherein two leads were inserted into the lumbar area of the spine. During insertion, the patient experienced pain in the thigh however, the pain subsided once lead was placed in the thoracic area. Shortly after stimulation was turned on, the patient experienced discomfort in the genital area. The physician assessed that the lead may have put pressure on the nerve therefore, one lead was removed and the trial continued with the remaining lead. However, the patients genital discomfort remained the following day therefore, the second trial lead was removed and the trial ended early. The patients pain gradually subsided. The trial leads will not be returned as they were discarded by the medical facility.